Manufacturer narrative:
A stent only was returned for analysis. The retention suture was broken at the non knotted section. A visual examination of the stent found two holes in the silicone coating. There were no more than 2 pinholes larger than 1.0mm which passes the in process inspection criteria. No other issues were noted with the profile of the stent. The most probable root cause classification of this investigation is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. From the information available this device was used per the directions for use (dfu). However, the dfu states "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended".

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during an esophageal stent placement procedure performed on (B)(6), 2010. According to the complainant, the patient experienced "major discomfort" post procedure. After the patient returned for a follow-up visit, it was decided that the stent would be removed. During removal of the stent, the suture removal loop snapped as it was being pulled, but remained attached to the stent. A rat tooth forceps was used to successfully remove the stent from the patient. Upon removal, the physician noticed that the stent covering had "innumerable holes". The complainant stated that the damage to the covering did not occur during the removal process. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (4) medical intervention required. Stent suture broken. Stent cover damage. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during an esophageal stent placement procedure performed on (B) (6) 2010. According to the complainant, the patient experienced "major discomfort" post procedure. After the patient returned for a follow-up visit, it was decided that the stent would be removed. During removal of the stent, the suture removal loop snapped as it was being pulled, but remained attached to the stent. A rat tooth forceps was used to successfully remove the stent from the patient. Upon removal, the physician noticed that the stent covering had "innumerable holes". The complainant stated that the damage to the covering did not occur during the removal process. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be "fine".